Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008, the patient presented with pre-op diagnosis: 1. Lumbar disk herniation, l4-5. 2. Lumbar spinal stenosis, l4-5. 3. Lumbar degenerative disk disease with large annular tear, l4-5. 4. Chronic axial back pain. 5. Left lumbar radiculopathy. The patient underwent: 1. Left lumbar hemi laminectomy, partial diskectomy, l4-5. 2. Transforaminal posterior lumbar interbody fusion, l4-5. 3. Insertion of a prosthetic device in the interbody space at l4-5, peek cage. 4. Insertion of posterior non-segmental spinal instrumentation with percutaneous pedicle screw fixation using the pedicle screw system. 5. Insertion of rh-bmp2/acs in the interbody space, interbody cage aw well as graft at l4-5. As per op notes, a laminotomy was accomplished on the left at l4 and l5. The contained disk herniation was identified to the left at l4-5 extending in the neural foramen, thus a foraminotomy was accomplished. Herniated disk was removed. Attention was directed laterally for the transforaminal posterior lumbar interbody fusion. A 10mm x 22mm interbody trial was then placed and it was a good fit. A small kit of rh-bmp2/acs was then opened. The appropriate concentration was used inside the interbody cage, which would be a 10mm in anterior height x 22mm in length peek cage. It was packed with appropriate amount of rh-bmp2/acs. Further rh-bmp2/acs was then packed anteriorly and toward the midline. Graft was then inserted using the funnel. The cage w as then inserted. Next, l4 and l5 pedicles were identified on the left side. Then 6.6 x45mm titanium polyaxial screws were inserted in each of l4 and l5 and locked. The rod was measured. A 35mm rod was used. The rod was inserted into the saddles of the 2 pedicle screws and placement was checked. Compression was then accomplished between l4 and l5, locking the cage. A similar procedure was then performed on the right side using the same length screws and same length rod. There were no patient complications. Post-operatively, patient sustained unspecified injuries.